Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during priming of automated peritoneal dialysis (apd) therapy. It was further reported that the cassette was "puffy and fluid was leaking¿. Renal therapy services (rts) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.